Event description:
It was reported to siemens that a recently installed mavig lead shield arm fell from the ceiling. A corrective action was taken to repair the unit. A new e-clip was installed on the arm, and the proper function of the device was verified by the hospital's in-house engineer. There were no injuries reported with this incident. As this unit is not mfg by siemens, the info was forwarded to (B)(4) rep for mavig products.

Manufacturer narrative:
For future service interventions (e.g the exchange of the support arm), an add'l exchange procedure highlighting the exchange of the support arm will be provided and will request an add'l test to check for the correct position of the e-clip.